Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the hospital due to unclear deterioration of general condition. The echocardiogram showed poor unloading of the left ventricle (lv) although pump flow seemed to be just slightly reduced. A computed tomography (CT) scan was recommended by manufacturer. The CT scans were not clear, so the patient underwent catheterization with contrast medium (cm) where a potential extrinsic outflow graft obstruction (eogo) case was observed. Stenting of the outflow graft was scheduled for (B)(6) 2026.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed to the eogo. It was stated that pump flow was decreased, so pump speed was increased during patient hospital stay to increase flow. Symptoms observed were shortness of breath and limited general condition. It was stated that stenting mostly resolved the eogo. There was an area close to the pump outlet which could not be reached. The patient was under evaluation for potential re-do. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.